Event description:
This unsolicited device case was received from united states on (B)(4) 2014 from a physician. This case involves a patient (demographics not provided) who experienced knee swelling whilst receiving treatment with synvisc. No medical history, concomitants, past drugs, or concurrent conditions was reported. On an unknown date, the patient initiated treatment with synvisc injection (route of administration, dosage regimen, batch/lot number and expiry date: unknown) into an unspecified location for unknown indication. On an unknown date, the patient developed moderate knee swelling after the second synvisc injection and was treated with corticosteroids (steroid) injections which helped the swelling. Action taken: unknown. Outcome: unknown. A pharmaceutical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention.